Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter could not be removed from the patient due to the balloon. The balloon inflation arm was cut off so the type and information of the balloon could not be provided.

Event description:
It was reported that the foley catheter could not be removed from the patient due to the balloon. The balloon inflation arm was cut off so the type of balloon and information of the balloon was not provided.

Manufacturer narrative:
Received only the catheter for evaluation. The sample was received in poor condition, as the inflation funnel was cut and not returned. Further testing could not be carried out due to the poor sample condition. Therefore, the investigation was inconclusive. The exact cause of how and when the problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter product ifus are found to be adequate based on past reviews. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the foley catheter could not be removed from the patient due to the balloon. The balloon inflation arm was cut off so the type of balloon and information of the balloon was not provided.